Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2017-03155.

Manufacturer narrative:
Reference: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03635.

Event description:
It was reported that two tibial articular surface provisionals were returned chipped. No patient involvement. No adverse events have been reported as a result of the malfunction.